Event description:
It was reported that an external blood leak was observed from an unspecified location of a prismaflex set six (6) hours after the start of continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d1, d4 (catalogue and lot number). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed a leak from the access pre-pump rod. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.